Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The iol was exchanged for a different model due to hyperopia and residual astigmatism. Additional information was provided by the surgeon, who reported that in the surgeon's opinion the cause of the event was due to a dense cataract and difficult to get good axial length.